Manufacturer narrative:
Despite multiple attempts to obtain additional information, no additional information has been received. Evaluation of the returned lens found one haptic bent. Functional test could not be performed due to the return damaged condition. The delivery device was not returned. The device history records were reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, a failure mode or root cause could not be verified or determined as a complaint reason was not provided. There is no device problem reported.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was inserted and removed intraoperatively due to necessary vitrectomy. No other information was provided. Additional information was requested, but has not been received.